Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. The physician advised that the ipg pocket was loose. Patient suffered a fall in (B)(6) 2019 and started experiencing pocket pain since (B)(6) 2019. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and a new ipg was implanted in a new ipg pocket to address the issue.

Manufacturer narrative:
The reported issue, of pain at ipg site, was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities, passed functional testing and when programmed, did not display any anomalous outputs when monitored on an oscilloscope.